Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: distal tip appears to be split at vertical score line location. Some calcifications present at access vessel. Tortuous anatomy at access vessel. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints were confirmed. The available information suggests patient factors (calcification, tortuosity) and procedural factors (excessive manipulation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. No abnormalities were noted with the esheath or the commander delivery system before insertion. During esheath insertion, the 14fr esheath could not pass a tortuous vessel (kinking area) and had to be retrieved. After the withdrawal, it was noticed that the distal tip of the esheath was split. A second 14fr esheath was inserted however, the esheath was perforated by the commander delivery system when it was advanced through the esheath. All the system was removed as a single unit. There was no harm to the patient due to this event. A third kit was used an the valve was successfully implanted. The patient was discharged. The perceived root cause of this event was presumably a tortuous vessel (kinking area).

Manufacturer narrative:
Reference number: (B)(4). The investigation is ongoing. H3 other text : the device was not returned.